Event description:
The pt called lifescan and alleged that their meter was set to the incorrect unit of measurement. The medical affairs specialist spoke to the pt and obtained/verified the following information. She believes that the meter was set incorrectly since she obtained the meter, approx one year ago. She was given a new meter from her pharmacy and she brought the meter home and set it up on her own. The pt does not recall going into the set-up mode to make any changes. The pt stated that she had obtained readings such as "1.74 and 2.00"(it is possible that those readings were 17.4 and 20.0 mmol/l). She read the result as 174 and 200 mg/dl. She stated that recently she obtained results in the "300s". The pt takes several diabetes mediations: actose once daily, glucophage, twice daily and tolinase twice daily. She visited a physician, who was not her regular physician, and her blood glucose was tested at 540 mg/dl. She had been feeling tired, but she was told by her pharmacist, when obtained a prescription for her neuropathy, that the medication could cause symptoms of drowsiness. The pt has an appointment with her regular physician this week. She reported that her blood glucose today was 359 mg/dl. The pt was obtained results that were misinterpreted to be lower than they actually were. This may have contributed to undertreatment of glycemia. Pt experienced hyperglycemia as a result. A replacment meter has been sent.

Event description:
The pt called lifescan and alleged that their meter was set to the incorrect unit of measurement. The medical affairs specialist spoke to the pt and obtained/verified the following inf. They believes that the meter was set incorrectly since they obtained the meter, approx. One year ago. They were given a new meter from their phyarmacy and they brought the meter home and set it up on their own. The pt does not recall going into the set-up mode to make any changes. The pt stated that they had been obtaining readings such as "1.74 and 2.00" (it is possible that those readings were 17.4 and 20.0 mmol/l). They read the results as 174 and 200 mg/dl. They stated that recently they obtained results in the "300's". The pt takes several diabetes medications: actose once daily, gucophage, twice daily, and tolinase twice daily. They visited a physician, who was not their regular physician, and their blood glucose was tested at 540 mg/dl. They had been feeling tired, but they was told by their pharmacist, when obtaining a prescription for their neuropathy, that the medication could cause symptoms of drowsiness. The pt has an appointment with their regular physician this week. They reported that their blood glucose today was 359 mg/dl. The pt was obtaining results that were misinterpreted to be lower than they actually were, this may have contributed to undertreatment of glycemia. Pt experienced hyperglycemia as a result. A replacement meter has been sent.